Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient¿s identify clinical diagnosis was extreme ongoing pain in the right arm/hand. It was noted the patient was reprogrammed on (B)(6) 2018. The hcp noted the device was suspended on (B)(6) 2018. It was note the patient in the patient¿s arm/hand was a 10 on (B)(6) 2018. It was noted the patient had complex regional complex syndrome in the right arm/hand on (B)(6) 2018. It was noted the patient had overstimulation on (B)(6) 2018. The hcp noted there was no lead migration on (B)(6) 2018. It was noted on (B)(6) reported pain was a 7, the patient was reprogrammed, turned off the ins for 3 months. It was noted the event was possibly related to the device or therapy. It was noted the event was unlikely related to the implant procedure. It was noted the event was not due to programming. The hcp stated the most recent interrogation prior to the event was on (B)(6) 2017. The patient had long ongoing extreme complex regional pain syndrome in the right arm/hand. The hcp noted there were several reprograms in the past. It was noted on (B)(6) there was overstimulation, the patient was reprogrammed and the pain was still a 10. The hcp offered to explant the ins, but the patient did not want to yet. The hcp stated on (B)(6) 2018 the pain was a 7 and the hcp asked the patient to turn off the device for 3 months. It was noted a return visit was scheduled for (B)(6) 2018 with a possibly explant. Additional information from the healthcare professional (hcp) on september 19th reported the event was unresolved at the time of the study exit/death/study closure. The hcp reported a call the patient and the patient stated she was in the process of scheduling removal of the device as it never relieved her pain. The hcp stated the patient would be inactivated. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the cause of the overstimulation was not determined. Actions taken to resolve the overstimulation and pain include reprogramming and suspending the therapy. No further complications were reported/anticipated.